Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in a de novo moderately calcified, moderately tortuous left circumflex artery. The 3.5x19mm graftmaster covered stent failed to cross due to anatomy. Balloon angioplasty was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.